Manufacturer narrative:
It is unknown at what time the event occurred. Qc charts were provided with multiple data points for that day. Na qc was lower than the assigned mean by 4mmol/l (which slightly exceeds assay precision claims). Cl qc was higher than the mean by a maximum of 5mmol/l (which is within the precision of the assay). A field service engineer (fse) was dispatched. By the time the fse reached the lab, the customer reported that the issue had been resolved by cleaning the probes and flow-cell. The lab believed the issue was caused by a sample that also affected the cartridge chemistries (cc) side of the instrument. The fse verified the instrument's performance. As of (B)(6) 2011, there are no further incidents reported by the customer. Root cause of this event is unknown.

Event description:
A customer contacted beckman coulter inc., (bci), stating that the unicel dxc 600 pro synchron clinical system generated low anion gaps, caused by low sodium (na) results and high chloride (cl) results. Samples were repeated on another instrument in the lab and those results were reported. Actual patient results were not supplied by the customer. The incorrect results were not reported out of the lab. Patient treatment was not affected.